Event description:
In 2001 plaintiff underwent a surgical repair of umbilical hernia and abdominoplasty. One week post-op, the patient noticed a "hot" feeling in their abdomen where the sutures were implanted. Approximately one month following the procedure they developed a severe abdominal infection with "golf-ball" sized abscesses located throughout various sites of the abdominal cavity including the suture line. They were prescribed pain medication and antibiotics. In 06/2002 they underwent a second surgical procedure to treat the infection. The surgeon removed the ethibond sutures and drained abscesses. Pt continued to develop further abscesses and further infections.